Manufacturer narrative:
Pump error alarm (variableinfo=3) confirmed in the insulin pump history due broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had pump error alarm. Customer's blood glucose level was unknown. No troubleshooting was performed. Insulin pump will be returned for analysis.